Manufacturer narrative:
Common device name: drug eluting permanent right ventricular (rv) or right atrial (ra) pacemaker electrodes. (B)(6). Upon receipt at our post market quality assurance laboratory which indicated that the allegation was not confirmed. This lead passed testing and no issue found.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. This rv lead was explanted. No additional adverse patient effects were reported.